Event description:
A patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab that an electrode was lifted. An electrical test was performed, and an open circuit was found on the tip area. The finding was identified on (B)(6) 2023. It was initially reported by the customer that the electrodes from 10 till 13 were not working, and that there were no signals. The cable was changed but the error remained. The catheter was changed and the error resolved. The procedure was completed. No patient consequences were reported. Bad/partial ECG is not MDR-reportable. Damaged electrode is MDR-reportable.

Manufacturer narrative:
Date of event: event date listed as (B)(6) 2022, which is the date that bwi was informed of the event. However, that is simply the estimated event date and has not been confirmed. The product investigation was completed. Device evaluation details: visual analysis revealed that an the electrode was lifted. An electrical test was performed, and an open circuit was found on the tip area. A manufacturing record evaluation was performed for the finished device 30861120l number, and no internal actions related to the reported complaint condition were identified.  The issue reported by the customer was confirmed. It is possible that the folded electrode is the root cause to the open circuit. It should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).